Event description:
The ICD was explanted when during a follow-up, the pt presented with a device parameter error message. Additionally, noise was reported on the electrogram with the battery voltage at end of service.